Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 12/02/2014 to the present date 09/24/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported a broken knob. There was no reported patient involvement.